Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two (02) sealed powerport clearvue slim isp port kits was returned for evaluation. Visual evaluations were performed on the returned device. What appeared to be water damage, was noted on both packages throughout the left side of the outer package as it appeared slightly warped. No other anomalies were noted to complaint sample. The manufacturing evaluation site states, both boxes were apparently damaged by moisture issues. Therefore, the investigation is confirmed for the reported packaging damage issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a port placement procedure using chronoflex single-lumen power port. Prior to the procedure it was noted that the package received was allegedly damaged. There was no patient contact.

Event description:
On (B)(6) 2025, a patient prepped for a port placement procedure using chronoflex single-lumen power port. Prior to the procedure it was noted that the package received was allegedly damaged. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.